Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory. Sc-1140 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient had a (B)(6) infection at the pocket site, neck cervical lead site and the third incision site. Symptom of yellow drainage was on the cervical lead site, the pocket site was warm and the third incision site started to grow in size. It was noted that the infection was not procedure related and it was unknown what caused it. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had a staphylococcus aureus infection at the pocket site, neck cervical lead site and the third incision site. Symptom of yellow drainage was on the cervical lead site, the pocket site was warm and the third incision site started to grow in size. It was noted that the infection was not device nor procedure related and it was unknown what caused it. The patient was placed on antibiotics and underwent an explant procedure.